Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot h3, h4, h6: product code: lot number: l622984 date of manufacture: november 7, 2017. No ncrs were found related to this lot. Visual inspection: the depth gauge f/scr ø1.5+2 meas-range up-t(p/n: 319.110-us, lot #:l622984) was returned and received at us customer quality (cq). Upon visual inspection, the tip of the depth gage is observed to be broken. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes service and repair evaluation: the customer reported the tip of the depth gauge were broken off. The repair technician reported tip is broken. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: the dimensional inspection could not be performed due to post manufacturing damage. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed: current and manufactured revisions. Complaint confirmed? Yes, the tip of the depth gage was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the depth gauge f/scr ø1.5+2 meas-range up-t(p/n: 319.110-us, lot #:l622984). During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a veterinary procedure, the tip of the depth gauge was broken off. Procedure was successfully completed without any surgical delay. Fragments of the broken device were generated with unknown additional intervention and no patient consequence. This report is for one (1) depth gauge for mini screws. This is report 1 of 1 for complaint (B)(4).